Event description:
External ref # (B)(4). Material no: unknown batch no: unknown. It was reported that clinician encountered leakage while using the neoflon¿ pro 24g 0.7 x 19mm. Verbatim: clinician experienced: leakage. Please see attached excel sheet for additional information.

Manufacturer narrative:
The reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history review cannot be performed as no material and batch/lot number was provided. A device history review cannot be performed as no material and batch/lot number was provided.

Event description:
It was reported that bd neoflon pro IV leaked external ref # (B)(4). Material no: unknown batch no: unknown. It was reported that clinician encountered leakage while using the neoflon¿ pro 24g 0.7 x 19mm. Verbatim: clinician experienced: leakage. Please see attached excel sheet for additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.